Event description:
It was reported that the patient¿s pump was adjusted and the physician programmed an increase on (B)(6) 2013. The patient later left the office and when available administered a bolus via the personal therapy manager (ptm). Following the bolus, the patient became unresponsive and was taken to the emergency room (ER). The patient was later admitted to the hospital and placed on a ventilator. The patient symptoms included altered mental status and overdose symptoms of respiratory distress and unresponsiveness. The patient status at the time of the report was unknown. The device system was used to deliver dilaudid and bupivacaine. Additional information has been requested but was not available at the time of this report.

Event description:
It was later reported that the patient had under-reported the clinical side effects of the lower dose ptm bolus. Therefore, when the patient complained of increased pain, the hcp increased the ptm bolus dose which resulted in the patient¿s respiratory arrest. The patient required ventilation for 1 day. No long term side effects were noted.

Manufacturer narrative:
Product ID: 8709, lot# l72771, implanted: (B)(6) 1999, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. Product ID: neu_ptm_prog, serial# unknown, product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l72771, implanted: (B)(6) 1999, product type: catheter. Product ID 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. Product ID neu_ptm_prog, product type: programmer, patient. Product ID neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
It was reported the healthcare professional (hcp) was to give the patient an increase of 5% for their bolus, but got a 50% increase. The patient got his bolus that afternoon, and his breathing and heart stopped. They gave the patient CPR for 45 minutes before he got drugs to counteract his medication. The patient received norco or norcan, and he was put in a coma for 3 days.